Manufacturer narrative:
(B)(4). When reviewing reportable events for the enterprise 9000 and enterprise 8000 beds we were able to confirm that there were only some complaints with event descriptions that can be seen as related to a patient falling from the bed due to the different reasons. There is no trend observed for this issue. The design of the enterprise 9000 bed is that there are two split safety sides on each side of the bed that provide a barrier from the top of the head section to approximately below the knee, leaving a gap at the foot end of the bed which allows the patient to exit the bed when needed. The safety side rails are not intended to restrain patients who make a deliberate attempt to exit the bed. To reduce the risk of injury due to falls, the bed should be left at minimum height when the patient is unattended. Also the age, size and condition of the patient should be assessed by a clinically qualified person in order to ensure that they can use the bed safely. The product involved in the incident is an enterprise 9000, model 9700bn82a11bu7, serial number (B)(4) which was manufactured on 2009-11-23. The device has been sent with user manual (#746-505 rev.3 dated on may 2009). The device history record has been reviewed and no anomalies were recorded on the record at the time of manufacture. It is also worth noting that at the time of the incident ((B)(6) 2015) the bed was in use for almost 6 years and we are not aware of any other problems with the bed prior to the incident. The facility was visited by the arjohuntleigh representative in order to evaluate the bed and gather additional information regarding the circumstance of the event. Based on the collected information the following has been concluded: the general condition of the bed was described as 'excellent'. There have only been some minor scratches found on the side rails and the head end of the frame. The functionality of the side rails was up to the manufacturer specification; the side rails were described as sturdy and freely moving up and down; the siderails latches were also assessed and found to be fully functional. The director of bmet stated that he could neither confirm nor deny that the side rail was down at the time of the incident. The hospital policy does not include keeping the side rails down - but it is said to be considered as a restraint. The company representative has also tested the bed exit alarm and no failure was found. It was confirmed by the bmet director that the hospital uses a different system of patient exit alarm, one that is attached to the patients arm. He could not say whether or not the bed exit alarm had been set on the involved enterprise bed. At the time of the event occurrence, the bed frame was used with an arjohuntleigh branded mattress - nimbus 3. The technician also tested the mattress for 45 minutes and could not find any issues. To sum up, during the evaluation of the device the technician did not find any issues with the bed that could have been a contributory factor to the adverse event occurrence. He did however found an expired battery. That has been addressed by the facility maintenance staff who placed one on order and stated it would be replaced. According to gathered information the device is not under arjohuntleigh service contract. The preventive maintenance activities are handed locally by the biomed department. The date of the last maintenance was indicated as may 2015 and the preventive maintenance schedule is available to the user at the facility. Along with the information regarding this adverse event, the customer raised a general dissatisfaction related with performance of the bed. According to the customer statement the bed is not user friendly and they get the feeling that it is difficult to use and hard to operate. We were able to confirm that the facility received a training regarding the operation of the bed on 2010-may-01. Moreover, a product instruction for use was confirmed to be available to the user at the customer site. In summary, when the event occurred, the device was being used for the patient treatment, therefore it played a role in the event (patient had fallen from the device). Performed evaluation of the involved bed showed no malfunctions which could be linked to the issue of this investigation. However the exact sequence of events which have led to the patient fall have remained not known. This complaint was decided to be reportable to competent authorities based on the patient outcome (minor head laceration, fracture of elbow and hip and unfortunate death). Due to the raised customer dissatisfaction we recommend the company representative to provide the customer with findings from this investigation, remind about contents of the user manual and propose an additional training on the product, should this be considered appropriate. Given the circumstances and the number of similar events, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Initially we have been informed that the nurse came into the room and the patient was found on the floor. The nurse stated that the alarm did not work. The patient's family added that the bed rail was down and in their opinion it should not be lowered while in use with the patient. From additional information provided we have been able to confirm the following: the fall was unwitnessed, at the date of the event the facility staff on duty heard the patient yell and found him on the floor of his room as a result of the fall the patient sustained following injuries: minor head laceration, fractured left elbow and fractured left hip the patient was treated for pain and transferred to (B)(6) medical center the same day the patient was unable to receive surgery and unfortunately, passed away on (B)(6) 2015 (3 days after the event occurred).